Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
The customer reported falsely elevated creatinine patient result generated using the architect c4000 analyzer. The following data was provided. The customer uses reference range 0.6 to 1.3 mg/dl. Initial 9.26, repeat 0.85, 0.82 a new sample was drawn, 0.84. No impact to patient management was reported. An evaluation is in process.

Event description:
The customer reported falsely elevated creatinine patient result generated using the architect c4000 analyzer. The following data was provided. The customer uses reference range 0.6 to 1.3 mg/dl. Initial 9.26, repeat 0.85, 0.82. A new sample was drawn, 0.84. No impact to patient management was reported.